Manufacturer narrative:
Device passed the displacement test and a21 alarm test. No unexpected a21 alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had unexpected restart. The customer¿s blood glucose was unknown. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated insulin pump alarmed shortly after inserting a new battery. The customer was advised that the insulin pump needed to be replaced. The insulin pump will not be returned for analysis.